Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins) that was never implanted during the implant procedure. It was reported that the lead could not be connected in channel 8-15 of the ins and could not be placed till the end of the channel. There was a resistance in the channel that the physician could see and feel. It was unknown what factors may have led or contributed to the issue. The physician tried several times to slide the lead in the channel without success, and the physician tried again after unscrewing the ins screw without success. The physician "managed once by forcing to have most of the lead in the channel", but impedances were wrong as the connectors were not aligned. Another ins was used and implanted with no issues and no resistance when connecting the lead in both channels. The issue was not resolved at the time of report. The patient was alive with no injury.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. If information is provided in the future, a supplemental report will be issued.